Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The transfer set was damaged and leakage during draining. There was patient involvement but no patient injury and no medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with naked eye and magnification and found a broken occluder foot. Clear passage test was performed with no issues noted. Leak testing and clamp function testing were performed found a leak through the tubing due to the broken occluder foot. The reported condition was verified. The assignable cause was determined to be damaged component due to the broken occluder foot. Should additional relevant information become available, a supplemental report will be submitted.